Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received, and it was indicated that no error was noted from the irrigation pump. The temperature of the catheter was high during ablation by internal discharge. Then, the catheter was pulled out to be examined and flushed, and they found that no water was exiting the irrigation aperture. They wiped the tip of the catheter with gauze, discharged the pump tube at high flow rate first, the pump tube was flowing out normally, and then no water was flowing out from the flushing catheter connected to the catheter.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received, and it was indicated that no error was noted from the irrigation pump. The temperature of the catheter was high during ablation by internal discharge. Then, the catheter was pulled out to be examined and flushed, and they found that no water was exiting the irrigation aperture. They wiped the tip of the catheter with gauze, discharged the pump tube at high flow rate first, the pump tube was flowing out normally, and then no water was flowing out from the flushing catheter connected to the catheter. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 12-jun-2025. As such, section d9 has been updated. Following j&j medtech procedures, a visual inspection, and an irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device failed the test due to being occluded with dry reddish material inside the dome. A manufacturing record evaluation was performed for the finished device 31563905m number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).